Manufacturer narrative:
The suspected faulty upper display monitor board and video generator board were returned to getinge¿s national repair center (nrc) for evaluation. A technician inspected the video generator board per procedure with no visual damage observed. The nrc installed the video generator board and the upper display monitor board into the cardioave test fixture. Then nrc turned on the cardiosave and the cardiosave booted up with no observance of a black screen. The cardioave booted up to factory specifications. The nrc then proceeded to install b.17 software which the customer could not do, due to the black screen. After the software loaded a green check mark appeared on the display meaning a successful download. The nrc then booted the system up in the clinical mode of operation. The cardiosave performed to factory specifications per the cardiosave service manual with no problem found. The nrc could not verify the failure of a black screen at boot up. The cardiosave booted up per factory specifications. The customer also stated that they were not able to download b.17 software because of the black screen upon boot up. The nrc was able to load b.17 software with no problem found. The upper display monitor board and the video generator board passed testing and would be sent to their respective suppliers per procedure. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2,h10. The distributor replaced the video generator and upper display monitor. The iabp was cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (site country), g2, g3, g6, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. Additional information: e1(event site telephone: (B)(6), event site postal code: (B)(6). The nrc received the upper display monitor part number 0670-00-1183 serial number 19 02746 04_swemco from the supplier. The supplier could not verify the failure of black screen on bootup, after testing the board 5 times. The board passed testing. Retaining the board in the nrc per procedure number 0002-07-d008 rev.aj.

Event description:
N/a.

Manufacturer narrative:
A getinge service engineer was dispatched to evaluate this unit and was able to confirm the reported issue. The service engineer reported that the service is ongoing as parts have been ordered and received but have not yet been installed to confirm the repair. Additional information has been requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us and/or our investigation has been completed. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during boot-up, before use, the screen in the cardiosave intra-aortic balloon pump (iabp) was black. There was no patient involvement, and no adverse event reported.